Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the implanting physician was moving the lead in the pocket and wanted to remove the lead from the device header. The setscrew was inadvertently backed out of the header to the point that the setscrew would no longer engage. The implantable pulse generator (ipg) was removed and not implanted. No patient complications have been reported as a result of this event.